Event description:
Reportedly, othe instrument fired and the anvil tilted, but the circular knife didn't complete the anastomosis. The surgeon removed the stapler and completed the anastomosis by hand stitching. Procedure: low anterior resection.